Event description:
It was reported the patient felt pain, a loss of therapeutic effect, and an overstimulation sensation. The patient stated that "her tailbone was starting to hurt when using program 2 at 3.2." The patient tried to decrease the stimulation, but her symptom relief wasn't as good. The patient stated that "she tried program 3 at 2.8, but she had a pounding in her tailbone and program 1 didn't work." The patient further stated that "when she went to program 4, it first ached at 1.5, but she increased the stimulation to 2.2 and could feel more stimulation, then the aching." The patient noted that she would try program 4 for a while. The patient mentioned that she had been around sound equipment at church and her stimulation would "take off running." The patient noted that she had an appointment with her health care professional in (B)(6) 2012. The patient outcome was not provided.

Event description:
Additional information received reported the cause of the event was "unknown, patient did not contact doctor." Abnormal impedances m easurements were "unknown" and it was noted the patient did not make an appointment. It was unknown if the patient required hospitalization due to the event.

Manufacturer narrative:
Product ID 3093-28, lot # v931557, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).